Manufacturer narrative:
On 6/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed one (1) tear in the posterior view, measuring approximately less than 0.1 cm within crease and shell abrasion. No other anomalies observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/3/2019, mentor became aware that the patient's capsular contracture was a baker grade IV. Mentor also became aware that the patient underwent removal and replacement with the following devices: (right) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7305945 sn: (B)(4) and (left) 650cc mentor memorygel breast implant catalog: 3506501bc lot: 7436476 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with a 650cc mentor memorygel breast implant on the right side, experienced hardness starting on (B)(6) 2000 and was confirmed via MRI on (B)(6) 2019, to have an encapsulated and leaking right side implant. As a result, the patient underwent removal on (B)(6) 2019.